Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticm5_13.7; -2.00/+4.00/171 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2024. The surgeon reports there is excessive vaulting, with lens rotation, patient experienced some headaches and was prescribed medication and has residual rx of -0.50/1.75x140, original rx to be treated was +1.50/-3.25/95. The problem is not resolved. The cause of the event was reported as a patient related factor and noted "lens has rotated to 180 degrees instead of required positioning of 14 degrees plus there is a high vault present. Angles are open and pressure is 20mmhg. Lens remains implanted.

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
It was later reported that on (B)(6) 2024 the lens was explanted, on this same date a replacement lens of shorter length was implanted but the problem was not resolved. Claim# 735280.

Manufacturer narrative:
H3 device evaluation: lens was returned in a micro-centrifuge vial in liquid with residue/debris on the product. Visual inspection found the lens haptic torn/broken with fiber on the lens. Dimensional and functional inspection found the lens within specifications. (B)(4).